Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, upon sheath insertion, an angiogram revealed a dissection on the common carotid artery. The physician elected to convert the procedure to a carotid endarterectomy (cea) to further treat the dissection event. The patient woke up and was able to move all extremities with no deficit. No further issues were noted.